Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The first clip was implanted in a central position. The second clip delivery system (cds) was advanced to further reduce mr. After deployment, it was observed that the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). A third clip was placed in a medial position to stabilize the slda clip and further reduce mr. Three clips implanted reducing mr to 1. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.